Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. There was no excessive no delivery alarm. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratched display window. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump fell and hit the ground. The customer's blood glucose level at the time of incident was 60mg/dl. The customer treated the low with food. The mother was unsure if the drive support cap was protruded or not. The mother states the customer's blood glucose had gone as high as 460mg/dl. The customer was advised the pump would be replaced and returned for analysis.